Manufacturer narrative:
This supplemental report is being submitted to correct section h6 to provide the investigation findings and investigation conclusion. The following sections were updated: g3, g6, h6 and h10.

Manufacturer narrative:
The subject device was returned to the service center for evaluation. A visual inspection on the received condition was performed and found a light stain inside of the biopsy channel near the distal end side. The biopsy channel was inspected with an olympus boroscope and stains were discovered inside of the biopsy channel near the distal end side. Additional finding's include; bending section cover glue chipped at distal end side, light guide lens glue deterioration (pinholes), and discoloration on the insertion tube. In addition, further communication with the customer requested for independent laboratory testing of the device. To date , confirmation from the customer for the independent laboratory testing and independent laboratory testing schedule has not yet been finalized. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. This report will be supplemented accordingly following investigations.

Event description:
The user facility reported that the scope failed the culture test. It grew candida from the quarterly cultures. This was the second set of cultures performed. According to the reporter, the first culture test had the same results. The user re-processed the scope prior to another culture test. There was no patient infection associated on this event reported. No patient harm or injury reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. Further communication with the customer (B)(6), nurse manager gsv and brs endoscopy conveyed the following information : the device sampled was the elevator. A quarterly surveillance culturing triggered the culture. No patient infection. Scope is reprocessed in aer intercept and paracetic acid are the disinfectant used unsure of the last ess (endoscopy specialist) visit of the site title is nurse manager.

Manufacturer narrative:
This supplemental report is being submitted to provide evaluation results of the device from independent laboratory test results and ess (endoscopy support specialists) facility site visit. The ess (endoscopy support specialists) performed the reprocessing in-service with the facility staff. Ess performed a facility observation visit regarding the handling and the reprocessing of the eus flexible endoscope. Ess noted customer follows the proper olympus IFU's (instruction for use) and medivators scope buddy and the dsd-edge. There are no critical issues were observed on this visit. The scope gf-uct180 serial number (B)(4) was sent to an independent laboratory for testing and evaluation. The scope¿s elevator and distal end tested positive for bacillus flexus. The air/water/balloon channel tested positive for cytobacillus firmus and candida parapsilosis. The instrument/suction/balloon channel tested positive for candida parapsilosis and elevator wire channel tested positive for candida parapsilosis. Investigation is ongoing. This report will be supplemented accordingly following completion of final investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of service repair history confirmed that the equipment had not been repaired within the past year. The root cause cannot be conclusively identified. Based on the results of the investigation, although there were some defects and deterioration in the equipment, no defects were found in the forceps raising wire channel where the bacteria were detected, from this fact, it is unlikely that the culture test was positive due to a malfunction of the device. Additionally, IFU (instruction for use), the reprocess method is described in the following items. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. In the same facility and the same equipment, a compound of the same or similar event as the reported event has been raised in the past, and the cause may be due to the handling method, procedure, usage environment, etc. At the facility. Feedback: provide feedback to the facility to prevent recurrence. Olympus will continue to monitor complaints for this device.